Event description:
The manufacturer received information alleging a ventilator was alarming for high pressure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced due to dust and dirt contamination.